Manufacturer narrative:
Received three plpul2020 in unopened original packaging and two empty packages. Lot number was verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection, the electrodes have a snug fit in the pencil. The electrodes do not fall out of the distal tip of the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 40 complaints, regarding 64 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to confirm that the blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during general ortho plastics procedure on (B)(6) 2022 when it was reported, ¿the tip is slipping out.¿. Further assessment questioning found that the device tip fell into the patient and was retrieved with a mayo clamp. The procedure was completed with a 15-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. A plpro4020, 20/ca plumepen pro nonstick(s) device was reported as having been used in the procedure and will be listed as the concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during general ortho plastics procedure on 1dec22 when it was reported, ¿the tip is slipping out.¿. Further assessment questioning found that the device tip fell into the patient and was retrieved with a mayo clamp. The procedure was completed with a 15-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. A plpro4020, 20/ca plumepen pro nonstick(s) device was reported as having been used in the procedure and will be listed as the concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.